Event description:
The international customer reported the backup battery in use with the ventilator would not charge. The ventilator was not in use on a patient and therefore there was no patient involvement or harm. The distributor reported upon inspection of the ventilator for the reported problem, there was heat related damage noted to the power supply snubber board. The distributor replaced the snubber board as directed per field action, and the power supply to correct the reported problem of the backup battery not charging. Damage to the power supply snubber pcb may result in a malfunction of the power supply which could cause the ventilator to shut down.